Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, but there were no notable events leading up to the malfunction, and it did not adversely affect the customer's blood glucose levels. Technical support provided instructions for resetting the pump, and the customer was assisted in performing the reset. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to contact technical support if the issue arose again.